Event description:
This case was reported by a consumer and described the occurrence of malignant neoplasm of abdomen in a female pt who rec'd triple salt dental adhesive cream (super poligrip original denture adhesive cream) for dentures. A physician or other health care professional has not verified this report. Concurrent medication included denture cleanser. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced malignant neoplasm of abdomen resulting in her death in (B)(6) 2011. The pt died due to the abdominal cancer. An autopsy was not performed. This case was reported by an acquaintance of a consumer. Consumer reported that his friend had used super poligrip denture adhesive cream with zinc for yrs along with a denture cleanser. Consumer reported that his friend was either (B)(6) old or (B)(6) old and she died (B)(6) 2011 from abdominal cancer. Consumer reported that he isn't a doctor and he has not idea if super poligrip with zinc caused the fatal abdominal cancer. He just knows that his friend had been using it for yrs and he had recently heard how super poligrip denture adhesive products that contain zinc can cause different neurological problems, so he wanted to question that with our company.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).